Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. Synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Struts on row 5 from the distal edge of the stent were lifted and pulled distally. The remainder of the stent was undamaged. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged section of the stent was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer polymer extrusion found a kink within the midshaft at approximately 9cm to the guidewire port. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. After a synergy drug-eluting stent was implanted, a 2.50 x 38 synergy drug-eluting stent was advanced to overlap the first synergy stent proximally. However, the device failed to cross the first synergy stent and was getting stuck on the struts of the first synergy stent. Visual inspection of the second synergy stent confirmed that the stent was damaged. The procedure was completed with a 2.5mm x 32mm synergy stent. No damage was noted on the first synergy stent. No patient complications were reported and the patient's status was stable.